Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 3 of the same event. It was reported that during an unspecified spine surgical procedure, it was observed that it was difficult to remove the cutter device and sleeve device from the attachment device. The burr device and sleeve device were eventually removed. According to the report, the event occurred towards the end of the case. There were no delays to the surgical procedure. Spare devices were not needed and the case was completed successfully. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that there was excessive detergent residue on the internal components of the device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improperly mixing the detergent with water prior to cleaning the device and not following the directions for use. This was further defined as misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.